Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported during insertion of the intra-aortic balloon (iab), guidewire was not compatible with lumen of the iab and sheath. Because of that during insertion iab got ruptured so the customer had to used another iab which was inserted and therapy went well. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site full name:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).